Event description:
A medtronic representative reported that he went to the site to do an evaluation with the solera screw set. When the surgeon was putting the screw on the solera driver the threads on the driver that engage with the screw twisted and broke off. This happened while setting up for a case. The surgeon successfully completed the surgery without the use of the driver. There was no impact on the patient outcome.

Manufacturer narrative:
Device manufacture date not available at this time. As reported, the tip of the tool has been twisted, directly causing event. The returned product did not meet specifications. As reported, the tip of the tool was twisted. The device malfunction was confirmed and directly related to the reported event. A replacement part was sent to the site and the issue was resolved.